Event description:
This rv lead was implanted on (B)(6) 2007 and was capped on (B)(6) 2018 due to noise with oversensing and there was no pacing inhibition. The physician was dr. (B)(6) at (B)(6) university baptist mc in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).